Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, because stapling was not working, they did manual suture and the surgery time was extended more than thirty minutes. The patient¿s hospitalization was extended. The patient incurred injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapled hemorrhoidopexy procedure, the stapler fired but there were no staples at all. Manual suturing was done and the surgery time was extended more than thirty minutes. The patient¿s hospitalization was extended. The patient incurred injury.